Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation, where it was visually inspected and pressure tested. Results: visual inspection of the returned circuit revealed that there was no damage to both breathing circuit and the dryline. The pressure test confirms that the breathing circuit was within specification. Conclusion: we were unable to conclusively determine what may have caused the leak alarm as reported by the customer, as no fault was found with the returned device. However it is most likely that the reported failure of ventilator pressure/leak test occured due to feedset not being connected to a waterbag at the time of the test. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit provide pictorial instructions of the correct device set up. Also, the user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.